Event description:
It was reported that during an endovascular procedure in a patient, there was resistance while advancing the subject sent through the hub of the microcatheter and the subject stent deployed prematurely within the microcatheter. The deployed subject stent was removed from the patient vasculature together with the microcatheter and the procedure was completed. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that the user 'checked the subject stent in package and it was fine. When delivered the stent in the microcatheter, the stent deployed in the lumen of the microcatheter unexpectedly. So the operator withdrew the stent with the microcatheter together out and finished the procedure'. It was further clarified in the follow-up gfe questions that 'after the stent passes through the microcatheter hub, it is difficult to push in the microcatheter, and the advancing and the withdrawing were unsmooth'. No attempt was made to deploy the stent. The event description indicated that the subject stent was being used in a stenosis case which is not recommended. The neuroform ez dfu states "the neuroform micro delivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during an endovascular procedure in a patient, there was resistance while advancing the subject sent through the hub of the microcatheter and the subject stent deployed prematurely within the microcatheter. The deployed subject stent was removed from the patient vasculature together with the microcatheter and the procedure was completed. No clinical consequences were reported to the patient due to this event.